Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 145 mg/dl. The approximate size of the air bubbles are 1 large. Tubing clamp was unavailable to customer to check for leaks at the infusion site. The reservoir will not be returned for analysis.